Event description:
It was reported during an unk procedure that the device did not fire staples when the gun was fired. Used another of our staplers. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.